Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro jaws melted. The hospital did not report any pt effects. It is unk how the procedure was completed. Maquet cardiovascular anticipates the return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We weill continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be completed as the product lot number is unk. (B)(4).